Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source it's generating error codes, the light was flickering and one of the buttons isn't working. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.